Manufacturer narrative:
Updated data: b4,e1(initial reporter&email),g3,g6,h2,h10.h11. Corrected data: b5,b6,b7,d5,d10, e2,e3,g2(remove:user facility & health professional),h6(clinical&impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that, the system 98 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic flow bulkhead, volume cylinder, drive manifold, purge valve assembly and helium regulator assembly to resolve the issue. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.